Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition could not be verified as evaluation did not properly assess for the reported condition of 'pump would shut itself and restart itself'. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shuts off and restart itself during programming/ setup. There was no report of patient injury or medical intervention associated with this event. No additional information is available.